Event description:
It was reported that the home patient?s (hp) patient line disconnected during drain two of four. The technical service representative (tsr) assisted the hp with ending the therapy. The hp was going to reset up the homechoice (hc) using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.